Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
A report was received that a patient is having their device explanted because the lead is fractured and exposed through the skin. It was stated the vns was implanted on the back due to the patient picking at the device. It was reported that the physicians believe the patient picked out the current implanted leads. It was reported that the lead is completely fractured and will be returned to livanova. The patient's generator and lead have been explanted. The physician alleged the patient's lead extrusion and fracture of leads due to patient influence based on patient past history. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
Additional manufacturer narrative and/or corrected data; corrected date; initial MDR inadvertently stated infection in, however should have state extrusion; device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device. (B)(4).

Event description:
Generator analysis was completed. There were no performance or any other type of adverse conditions found with the generator. Generator data dump does not show any indication of high impedance. A possible cause for this would be if the device was disabled prior to the lead fracture and no system diagnostics performed since the device was disabled. If there was no system check (via 24-hour check or a manual system diagnostic check) then there would be no updated impedance value available in the generator's memory space. Lead analysis was also completed and confirmed the lead fracture. It was also found that the coil was mechanically damaged. The remaining broken parts of the coils experienced a stress induced fracture with mechanical damage and pitting was likely present while stimulation was being delivered. Setscrew marks were found on the lead connector pin providing evidence that a good mechanical and electrical connection was present. Continuity checks on the lead revealed no other discontinuities. Based on the findings in the pa lab, there is evidence to suggest discontinuities in the returned portions of the lead may have contributed to he lead fracture allegation. Note that a large portion of the lead including the electrodes was not returned for analysis and no commentary could be made on that portion of the lead. Based on the results the believed cause of the fracture and extrusion is still believed to be due to the patient manipulation.